Event description:
Presented to ed for catheterization as aus [artificial urinary sphincter] cuff would not open. Pt had developed acute urinary retention and fever. He also had scrotal induration, swelling and cellulitis tracking up into the right groin. Pt was urgently taken to the or for removal of an infected aus.